Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The 30x3.0mm,concentic, de novo target lesion with a significant bend of >45 and <90 degrees was located in the severely tortuous and severely calcified left anterior descending artery. The lesion was predilated with a 2.5x20mm balloon catheter. A 3.00 x 32mm synergy ii drug eluting stent was selected for use but it could not cross the lesion. However, after removal, it was found that the tip of the stent itself was deformed. The completed the procedure with a different device. There were no patient complications reported and patient's status was stable.